Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was set to value other than monitor plus therapy. There was no confirmation that this device was intentionally turned off. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.